Manufacturer narrative:
The device was not returned to nuvasive as no device failure was identified additionally it is unconfirmed to been a nuvasive device so the complaint was not confirmed. Review of the reported event and communications with rep identified a light cable was not used when the retractor was placed because the facility had not sterilized the light cable in time for the surgery, the bleeding during retractor removal may have been caused by the blade pinching a blood vessel. The root cause of the reported event is considered a surgical error related to inadvertent instrument contact. No device malfunction was reported or identified and no additional investigation can be completed. No product line, material or lot code information was provided, and no product failure alleged or identified so a manufacturing review could not be completed. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...infection; damage to blood vessels..." "Residual risks... Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks..." "Warnings, cautions and precautions...the anterior retractors do not rigidly attach to the access driver/retractor body through use of the anterior crossbar. Use caution when impacting with these instruments in place. Be careful not to plunge or insert the facet sled past the facet sled stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Be careful not to plunge or insert the rasps past the stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Do not use the nuvasive power adapter for final tightening." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase..." "...to minimize the risk of damage to nerves and segmental vessels & creation of psoas hematoma, the following 4 steps are advised in techniques where fixation shims are used. 1. Identify where the screw will engage the spine 2. Visually check for nerves and segmental vessels 3. Test for nerves with the nvm5 or pulse iom ball-tip probe 4. Place bone wax following removal of the fixation shims to minimize the risk of psoas hematomas..." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..."

Event description:
Xlif was performed without intraoperative bleeding. Bleeding occurred during retractor removal. Although the bleeding was not completely stopped, the amount of bleeding was only 300cc, and was probably stopped using bipolar, floseal, etc. Posterior fixation was also performed, and with only a small amount of bleeding from the drain, the surgery was completed. That night, the patient was transferred to an emergency facility due to bleeding from the left side (invasion side) and abdominal swelling.